Event description:
The hosp biomed dept reported that when attempting to improperly load the IV tubing in the infusion by loading the tubing loosely through the pump head area they were able to observe the flow of solution when the pump door was closed and the pump was not running. This was discovered and replicated with benchtop testing. There was no pt incident. The infusion pump ran properly when loaded correctly.